Manufacturer narrative:
E1: initial reporter facility name: (B)(6). E1: initial reporter phone: (B)(6).

Event description:
It was reported that pericardial effusion occurred. A left atrial appendage closure procedure was being performed. After the 24mm watchman flx closure device was placed and released, it was discovered that the position was not appropriate by angiography. After discussing, a pigtail catheter was placed again for angiography. When the pigtail catheter was placed, pericardial effusion was identified. A pericardial puncture was performed, and the patient was transferred to the operating room for thoracotomy to identify the bleeding site. The 24mm watchman flx closure device was explanted. Following surgery, the patient's vital signs were stable, and they were monitored in the intensive care unit.